Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was originally implanted with an afx bifurcated stent graft on (B)(6) 2014. Approximately four years after this index procedure, endologix was made aware of an endoleak. The physician plans to reline with a proximal extension, tentatively scheduled for (B)(6) 2018.

Event description:
Additional information received confirming that the patient is too medically sick to undergo a secondary procedure at this time. If the patient elects for repair in the future, a consultation will occur. The patient will continue to be monitored.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on 04/25/2018 and the required images were not received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.